Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer's reservoir had air bubbles inside of it. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the air bubbles anomaly. The customer confirmed that the air bubbles were not small. Additionally, the customer does not rewind the pump with the reservoir in place. The insulin was also stored at room temperature in order to prevent it from gassing out. The customer fills reservoirs with a novorapid pen and was advised to warm the pen up before filling reservoirs, and to check if air bubble issues recur with a different reservoir box. The customer understood and will call back if further assistance is needed. No products were shipped or returned.